Manufacturer narrative:
The manufacturer received information alleging the active exhalation control does not work on the device. There was no harm or injury reported. During the evaluation of the device at third-party service center, the third-party service technician was not able to confirm the customer's complaint on this device since the aecm was tested and had passed on the device. The third-party service technician found no significant errors in the device error log. There was no part replaced, or no repairs made to the device for this issue. The device's oxygen blending module board was replaced to address the issue. Additional findings not related to the malfunction/issue was damage to the oxygen blending module blender gasket and handle o-rings, and power cord clamp was missing on this device. The whisper cap was contaminated. The parts (whisper cap, obm blender gasket, power cord clamp, handle o-ring) were replaced on the device. The following part was proactively replaced on the device: pollen air filter. After the parts were replaced on the device, the device was tested and passed. The device was found to be operational.

Event description:
The manufacturer received information alleging the active exhalation control does not work on the device. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.